Event description:
The customer reportedly received the following results on the accu-chek compact plus system within 10 minutes: 444 mg/dl, 220 mg/dl and 207 mg/dl. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.